Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced glare during the day and the night vision was very poor. It was very hard to see under dim lights and was considering a lens exchange. Additional information was received stating she was seeing glistening's but cannot tell which eye it was.